Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of an implant of a 26mm sapien 3 valve, in the pulmonary position within a previous non-edwards valve by transfemoral vein approach. During valve deployment, the delivery system balloon burst but the valve was fully expanded. Some difficulties were encountered during removal but the entire delivery system was successfully retrieved by rotating the catheter on itself to wrap up the balloon. The patient did not experience any injury due to the event and the procedure was successfully completed.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. As per confirmation with site, the balloon part that was separated, it was not known if the separation occurred during withdrawal or during manipulation in back table. Added h6: device code. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint of balloon burst was confirmed based on evaluation of the provided image ry. Available information suggests that patient factors (calcification) likely contributed to the event as it was reported that mild calcification was present on the pre-existing prosthetic valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint withdraw difficulty was empirically confirmed based on evaluation of the provided imagery. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as the withdrawal difficulties were encountered after the balloon was burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The complaint balloon separation was confirmed based on evaluation of the provided imagery. Available information suggests that procedural factors (device manipulation) likely contributed to the event. Additional pull force/excessive device manipulation during device withdrawal could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.